Manufacturer narrative:
Initial.

Event description:
It was reported that after the user paused therapy for several days and then restarted the ilet pump, the device vibrated and produced sound but the display remained dark and only faintly lit, rendering the screen difficult to read; a replacement device was initiated, and a video was provided by the user. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including the submitted video. Investigation of this case revealed a display visibility problem associated with the touchscreen, with ambient light conditions noted as a factor; the malfunction was consistent with a display that was difficult to read. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.